Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged the self-adhesive of the infusion set was defective because the cannula "broken away unintentionally" and the self-adhesive was deformed. No adverse event reported. The infusion set cannot be returned for legal and customs issues.